Manufacturer narrative:
Correction to h6 based on additional information. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event of balloon burst was unable to be confirmed due to unavailability of returned product/applicable imagery. Available information suggests patient factors (calcification) likely contributed to the event as the reported CT shows possible calcium spicule at the location of the balloon rupture. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned to edwards lifesciences for evaluation. The device was visually evaluated, and the following was observed: the balloon was burst longitudinally. Dimensional testing was also performed on the device, and the inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for balloon burst was confirmed based on evaluation of the returned device. Available information suggests patient factors (calcification) likely contributed to the event, as the CT report showed possible calcium spicule at the location of the balloon rupture. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the 23mm commander delivery system balloon ruptured, a second commander delivery system was inserted to post dilate, however, the balloon burst. A 23mm true balloon was used to post dilate and fully deploy the valve. There were no other complications and successfully completed case with valve ideally position with post mean gradient of 1mmhg on invasive and 4mmhg on tte. Per report, CT shows possible calcium spicule at location of balloon rupture. The perceived root cause for the rupture is calcium.